Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two flexiva 200 laser fibers that were opened for use in the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that two flexiva laser fibers were opened for used for a ureteroscopy with lithotripsy procedure in the kidney performed on (B)(6) 2018. According to the complainant, during preparation, two laser fibers were broken upon removal from the on the tubing from the packaging. The procedure was completed with a third flexiva 200 laser fiber. There were no serious injury nor adverse patient effects as a result of this event. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The fiber was returned broken into two pieces. The first piece measured approximately 82.4 cm from the top of the connector to the break. The second piece measured approximately 233.6 cm from the break including the distal tip. The condition of the returned device confirmed that the fiber was broken. Therefore, a review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue; the corrective action plan is in the verification of effectiveness phase.

Event description:
Note: this manufacturer report pertains to one of two flexiva 200 laser fibers that were opened for use in the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that two flexiva laser fibers were opened for used for a ureteroscopy with lithotripsy procedure in the kidney performed on (B)(6) 2018. According to the complainant, during preparation, two laser fibers were broken upon removal from the on the tubing from the packaging. The procedure was completed with a third flexiva 200 laser fiber. There were no serious injury nor adverse patient effects as a result of this event. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.